Event description:
Firing cycle incomplete-had a hard time loading the dlu cs21 orignally. Could not get the pc to accept it as "new" finally got it attached but reporter suspects that the flexshaft was damaged in the process.